Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device is getting low oxygen pressure message. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17900.

Manufacturer narrative:
H10: per good faith effort (gfe) response, no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair. They informed philips that a "multi vendor/clinical engineering department" handled the service call/incident and had change the oxygen source and was put back into service. No additional information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.